Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age / date of birth was requested but was not provided. The event reportedly occurred in the adult ICU; therefore it is presumed the patient was an adult.

Event description:
It was reported that there was an issue of a system error 255-16-275 with all 4 modules operating. The event occurred in the intensive care unit (ICU)-adult and no reported harm to the patient. Although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
The customer¿s stated issue of ¿system error¿ was confirmed through a review of the logs and through testing. Review of the pcu error log showed a system error 800.8000 occurred on 26may2019 at 1:43:02 pm. Review of the pcu event log showed a safety clamp open alarm occurred while programming an infusion of fentanyl. The start key was then pressed in quick succession to start the infusion and clear the alarm for safety clamp open by closing the door latch. Functional testing confirmed that key press replication produced a system error alarm on the customer¿s pcu which displayed 255-16-275 and scrolled with communication error on attached modules infusing. All pump modules that were previously programmed before the alarm continued to infuse all their previous programmed parameters. The root cause of the customer¿s complaint of system error was identified in this investigation as a software anomaly that can occur when the user selected two functions at the same time or in rapid succession. This condition set the pcu in a state that could cause a system error the next time an infusion was attempted to be started on that device. The customer¿s reported issue of ¿system error¿ was confirmed through a review of the logs and through testing. Log showed a system error 800.8000 occurred on 26may2019 at 1:43:02 pm. Review of the pcu event log showed a safety clamp open alarm occurred while programming an infusion of fentanyl. The start key was then pressed in quick succession to start the infusion and clear the alarm for safety clamp open by closing the door latch. Functional testing confirmed that key press replication produced a system error alarm on the customer¿s pcu which displayed 255-16-275 and scrolled with communication error on attached modules infusing. All pump modules that were previously programmed before the alarm continued to infuse all their previous programmed parameters. Log analysis shows that on 26may2019 at 11:42 am channel b was selected and programmed to infuse drug ID 155 (fentanyl). Before the infusion began, a flow stop open alarm occurred during programming and then the fentanyl infusion was started at the same time the latch on the pump module was closed. The next time the device was selected, the previous infusion was restored, and the start key pressed. The system error 255-16-275 showed on the pcu screen and an 800.8000 recorded in the error log. All connected devices scrolled ¿communication error¿. The root cause of the customer¿s complaint of system error was identified in this investigation as a software anomaly that can occur when the user selects two functions at the same time or in rapid succession.

Event description:
It was reported that there was an issue of a system error 255-16-275 with all 4 modules operating. The event occurred in the intensive care unit (ICU)-adult and no reported harm to the patient. . Although requested, no additional information about the patient, medication, or event provided.

Event description:
It was reported that there was an issue of a system error 255-16-275 with all 4 modules operating. The event occurred in the intensive care unit (ICU)-adult and no reported harm to the patient. Although requested, no additional information about the patient, medication, or event provided.